Manufacturer narrative:
Service was not dispatched to the site for this event. No definitive root cause was determined for this event to date. Mdrs associated with this event: 2122870-2011-03359, 2122870-2011-03360, 2122870-2011-03361, 2122870-2011-03362, 2122870-2011-03363, 2122870-2011-03364, 2122870-2011-03365, 2122870-2011-03402, 2122870-2011-03403, 2122870-2011-03404, 2122870-2011-03405.

Manufacturer narrative:
The original submission incorrectly indicated that device evaluation was not performed by the manufacturer. In actuality, instrument diagnostics in the form of instrument assay quality control and system checks were evaluated by beckman coulter inc. To investigate for potential root causes of the event.

Event description:
The customer reported that erroneous hepatitis b surface antigen (hbsag) results were generated on a unicel dxl800 access immunoassay system for eleven patients over multiple days. This report is two of eleven and represents the erroneous hbsag results for patient two. The exact date on which the erroneous patient result was generated is unknown, and will be inferred as (B)(6) 2011. The initial hbsag testing of the patient sample resulted in a "(B)(6)" hbsag result however repeat testing of the sample on the same instrument generated a "(B)(6)" hbsag result. The initial hbsag was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unknown whether there was a change to patient management. The repeat result was obtained from an ethylenediaminetetraacetic acid anticoagulant tube. No additional sample collection/handling information was provided by the customer. The instrument's hbsag quality control results were within customer established specifications during the timeframe of this event. An instrument system check performed prior to the event timeframe generated acceptable results. Patient specific information was not provided by the customer.